Event description:
Information received indicates the foot end casters will not hold when the brake is locked.

Manufacturer narrative:
The facility has not returned hill rom's attempts to determine the resolution of the alleged malfunction.